Event description:
Sjm, daig division was notified of an incident which involved the capping of a myocardial pacing lead. An event summary report was received from guidant corp on 06/12/2000 indicating that the physician believed a lead was fractured, leading to inappropriate shocks. The lead was capped and remains implanted. Therefore, the lead will not be returned for analysis. The status of the pt is unknown.